Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; details and nature of event were not provided. Tandem technical support reviewed pump data logs and found that an auto-off alarm occurred due to no interaction with the pump for an extended period. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.